Event description:
Clinic notes were received for the vns patient's upcoming generator replacement surgery. On (B)(6) 2012, the patient's model 103 generator could not be interrogated, which the nurse practitioner attributed to likely generator end of service. Programing/diagnostic history was provided from (B)(6) 2008 (date of implant) through (B)(6) 2012 in which it read on (B)(6) 2012 that it was "unable to detect." Normal mode and system diagnostics were last performed in 2010, which resulted in okay results, indicating proper device function. No patient adverse events were reported. The model 103 generators are designed to be able to be interrogated at end of service, so it is unclear to date why the generator could not be interrogated. The nurse's programming system is reportedly functioning as intended. Attempts for additional information from the nurse have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2012 due to end of life. The generator was received by the manufacturer on (B)(6) 2012, and product analysis was completed. Results of diagnostic testing indicated the battery status was neos=yes in the pa lab. The battery is partially depleted, 2.571 volts as measured during completion of test parameter. The reported failure to program was not duplicated in the pa lab. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
.

Event description:
Additional information was received from the nurse practitioner confirming that the programming system is functioning properly. No specific troubleshooting steps were provided, but he did try to perform diagnostics on the device. The last time the patient's device was checked was reported to be (B)(6) 2010.